Event description:
It was reported that the subject device had lamp issues do not lightning up and no image during set up/inspection for use (during set up in room/before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a noise image occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deformation of plug unit, a noise image occurred. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.